Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was moderate aortic annular calcium distribution present which was considered sufficient to allow sealing. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient's aortic annular perimeter was 81mm, and aortic average diameter was 26mm. A pre-dilatation performed with a balloon aortic valvuloplasty with a 23mm non-abbott balloon (numed 2). The first valve deployment attempt was too high at the left coronary cusp (lcc). The valve was re-sheathed, and a second valve deployment was attempted with the same results. The valve was re-sheathed, and a third attempt at 30% deployment was at 4mm depth at the non-coronary cusp (ncc) and lcc, proceeding to 7mm at the ncc and lcc at 80% deployment. The third attempt at deployment was done with full awareness of the stipulations outlined in the instructions for use (IFU) describing the number of re-sheathing attempts. The implant depth was suitable, and the valve was released. There was no anatomical or tissue/calcium interference affecting valve expansion. Once the valve was fully deployed, the valve migrated to 14mm depth to the left ventricular outflow tract (lvot). The patient showed severe paravalvular leaking (pvl) and a third degree atrioventricular block (av block). A 26mm non-abbott valve (edwards sapien 3 ultra valve) was then implanted as a valve-in-valve procedure. After the valve-in-valve procedure, a paravalvular leak was present. A balloon aortic valvuloplasty with a 28mm balloon was required, and the final result as reported was a trace to mild pvl. Following the procedure, a permanent pacemaker was implanted to resolve the heart block. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration, heart block and paravalular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the leak occurred after the valve migration, and was because the valve skirt did not cover the native annulus. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, deployment or retraction difficulties. Information from the field indicated there was enough calcium to anchor the valve, there was no interaction with the delivery system upon release of the valve, that the valve was not attempted to be implanted shallowly, and that the device was released on the third attempt to deploy the valve. The physician though the event was due to the patient's past medical history. There is no indication of a product quality issue with regards to manufacture, design, or labeling.